Event description:
It was reported post diagnostic cardiac catheterization in 2004 a 6f angio-seal sts plus device was deployed successfully. A pre-deployment femoral angiogram revealed the common femoral artery to be greater than 6 mm in size. Several weeks later the pt complained of caludication. In 2004 a femoral angiogram revealed an occluded common femoral artery at the site of the angio-seal placement with well established collateral vessels. The pt was referred for surgical consultation. The pt has history of 90% carotid stenosis and no anti-coagulant use. The user states the incident was not caused by the device.